Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jun-2019, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 14-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an x-ray and when they did the x-ray, the patient was told that the lead had migrated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no actions were taken to resolve the issue so the issue was not yet resolved. The patient weight was provided. No further complications were reported.